Manufacturer narrative:
H2: g2 updated to accurately reflect the report source for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: system disabled the x-rays a0508: beeping a1102: showed a red overloaded tube image d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000470, software version #: 4.1.0 g2: this issue occurred in spain, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was no-rays and the system was overloaded. When trying to perform a 3d scan, after a couple of ap and lateral scout images, the system disabled the x-rays. It started beeping and showed a red overloaded tube image. Troubleshooting was performed and after rebooting the image acquisition system (ias), the system worked as intended. There was no patient involvement.